Event description:
It was reported a patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2012. Subsequently, patient underwent a closed reduction procedure on (B)(6) 2012 due to dislocation after patient was kneeling on ground and bent over. Patient underwent a further closed reduction procedure on (B)(6) 2015 due to dislocation after bending over. It was noted that patient was non-compliant and violated hip precautions.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2015-00451).